Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time.  A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed (B)(4).  Depuy synthes has been informed that the lot number is not available.

Event description:
Litigation alleges the patient suffers from clicking, popping, multiple dislocations, pain, discomfort, excess fluid, a pseudotumor and toxic amounts of cobalt-chromium metal debris to be released into the tissue. Update rec'd 9/10/2014 - pfs and medical records received. After review of the medical records the revision operative note indicated a malpositioned cup (anteverted position), implant dislocation, and impingement between the cup and stem. An unknown cup and stem are being added to the complain. There was no mention of a pseudotumor as litigation alleged. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 10/1/2014.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges dislocation, metal wear/metallosis and elevated metal ions. Added patient middle initial. Added product details for an unknown femoral head. Also added lot number for liner, cup and stem

Manufacturer narrative:
Additional narrative: no change to the previous investigation. No updated investigation required as no new information provided to investigate. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.